Event description:
During a scheduled generator replacement it was noticed that the insulation of this lv lead was pulled back, exposing the blue and white insulators that cover the conductors. The lead was explanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.